Event description:
The hospital follow up clinic manager, reported that there was a set screw problem with the device when performing an atrial lead replacement procedure. The pt was referred to this clinic for atrial lead non capture issues, but the lead was determined to be working properly during the revision procedure, and the issue thought to be due to the device. Clinic manager reported "the set screw was stripped", the atrial lead set screw could not be tightened in the header, and the device was replaced with a boston scientific device. The clinic is seeking reimbursement since the device was replaced after only 3 months of implantation.